Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. The eval showed that the reason for the system fault was the battery was fully discharged when it arrived at the distributor's site. The device was cleaned, serviced, calibrated and tested then returned to the customer. (B)(4).

Event description:
(B)(4).